Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery for the device was not charging. It was noted that the customer had attempted to replace the battery but the issue remained. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.